Event description:
It was reported that the right atrial lead exhibited noise oversensing which led to inappropriate mode switch. It was further noted that the sensitivity had decreased. No intervention was performed. The patient was not symptomatic and was stable. The patient was not pacer dependent and will continue with regular follow-ups.